Manufacturer narrative:
(B)(4). S/w unknown. Retainer ring = black. Insulin pump received with a blank display. No moisture damage on the electronics, battery connector, battery tube, motor, vibrator, and keypad assembly during visual inspection. The original pcb 1 was removed and installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and the unit powered up normally or no blank display noted. The original pcb 2 was removed and installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and the unit was blank display noted. No component damages during visual inspection under the microscope on the pcb 2. In conclusion, the unit with a blank display suspected to be on the pcb 2. Unable to perform the displacement, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and self test or verify no delivery, low battery, failed batt test alarms due to blank display. Insulin pump had broken battery tube threads, cracked case (battery tube), label damage. The unit p-cap / test reservoir locks in place properly and no anomaly noted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump has rejected new battery. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.